Manufacturer narrative:
(B)(4). Correction: part # changed from 1012454-15 to 1012454-08. Evaluation summary: visual and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was reviewed. The nc trek balloon which would only partially deflate was a 4.5 x 8 mm nc trek balloon catheter and not a 4.5 x 15. A snare device was used to remove the device from the anatomy. The balloon was not punctured. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 4.5 x 15 mm nc trek balloon catheter was used; however, the balloon would not completely deflate and met resistance with a guiding catheter during removal. Therefore, the balloon was punctured and the device was removed from the anatomy. There was no adverse patient sequela reported. No additional information was provided.